Event description:
Da vinci vessel sealer in boxes. Box #1 da vinci sealer error remove instrument blade may be protruding. Opened #2 da vinci noted that a wire protruded from instrument and instrument removed. Boxes are labeled #1 and #2.